Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, had blank display and also mentioned that they experienced high blood glucose during the incidents. Troubleshooting unexpected alarm was performed. The customer¿s blood glucose level was 400mg/dl at the time of the incident. There was no temp basal programmed prior to the unexpected restart alarm and the insulin pump was not stored or not in used for an extended period of time. The customer stated the alarm was recurring during normal use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. During troubleshooting for blank display, the customer mentioned that their blood glucose level at the time of the blank display got up to 509mg/dl but declined to troubleshoot for the high reading. The customer also mentioned that the insulin pump was exposed to rain water. The display did not returned during both troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump has to reset time/date and unexpected restart alarm after changing battery due to voltage leak on interface board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and self test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted. No moisture damage noted on electronics assembly.